Event description:
The patient fell off a boat into a lake and sank quickly. Post exam showed no water in lungs and a multiple drug toxicity. Pathologist suspected drug overdose; however, device function unknown.

Manufacturer narrative:
The device was tested on the bench and our automated testing equipment. No anomaly found. The device met all specifications and was found to be normal.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.